Event description:
It was observed during the device evaluation that the colonovideoscope had white residue on both sides of the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material came out of the device; however, the type of the material and the root cause could not be identified. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: h9-value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.